Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total pelvic procedure, after the first firing, they performed clamp test successfully. When the surgeon was about to fire on the tissue, it was not able to fire. The surgeon stopped using the device. The nurse noticed that the reload was still articulated and he tried to return it to the straight position but it couldn't be restored. Then they pressed the release button and the reload was removed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. Due to the condition of the reload functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Additionally, the investigation detected a secondary condition of the lock ring being out of place that has no relationship to the reported condition. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.